Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high impedance, declined sensing, and high capture threshold. Upon interrogation, the lead was not fully inserted into the device header. The lead was re-inserted into the header on (B)(6) 2019. The patient was stable after the procedure.